Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces.

Event description:
Customer reported that the insulin pump is alarming button error. Customer stated she is unsure if she held a button down for 3 minutes or longer. Customer is unable to clear the alarm. Blood glucose value is 108 mg/dl. Nothing further reported.